Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan on 11/29/04 and alleged that her meter would not power on. The pt stated that the last time she tested was in 2004. The pt stated that she went to the hospital within the same month, for a condition unrelated to diabetes. Her blood sugar was tested at the hospital and her result was 283 mg/dl. The pt did not receive any treatment for her high blood sugar. She was only advised on her diet. She reported that she had taken 1 glucophage pill and 1 glyzide pill before seeing her physician. She reported no symptoms at the time of testing. The batteries were correctly installed and the battery contacts were in good condition. The battery was replaced less than one year ago. The power issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter and test strips are being sent to the pt.